Manufacturer narrative:
Lead: model 3889-28, lot #v864451, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial #(B)(4).

Event description:
It was reported that the patient experienced shocking sensations from the buttocks to the vaginal area. It was noted that she felt the shocking in certain positions. She also had burning in the vaginal area and sores which she was treating with "salve". It was reported that she also had the sores during the trial phase of the therapy. The patient decreased the stimulation from 1.55 to 1.50 volts at which time she felt a more comfortable. The patient did have an appointment with her physician on (B)(6) 2012. Additional information was requested, but was not available at the time of this report.